Event description:
The reporter stated that the patient was hospitalized with blood glucose (bg) of 508 mg/dl with high ketones and nausea. The reporter stated that the patient was treated with insulin injections and intravenous fluids. The reporter stated that the patient's bg was increasing on thursday which was corrected with the pump. The reporter stated that by friday the patient was positive for ketones and the site, set, battery, and insulin were changed. The reporter stated that the patient's bg went up and down all day but would not get below 300 mg/dl. The pump was reviewed with the reporter. Troubleshooting indicated that the pump prime volumes were small for using 23 tubing. The reporter confirmed that the tubing was not being reused and the patient primed until seeing drops from the end of tubing. The reporter stated that the patient did not see insulin being dispensed during the pump load step. This report is made based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history confirmed the reported low prime volumes. A rewind, load, and prime sequence was performed successfully with no alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint regarding the prime volume could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.